Manufacturer narrative:
Physio-control further examined the removed user interface (ui) pcb assembly and determined that the cause of the reported issue was a thermally sensitive integrated circuit (ic) chip, designator u2. Physio observed that when u2 was heated, it would cause the unit to lock-up with a white display at boot-up. When u2 was cooled, the unit booted-up normally.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced both the system controller (sc) and user interface (ui) pcb assemblies, as well as the ui to stack flex assembly and completed other unrelated repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device had a service indicator present and would intermittently have a white display. A white display could be indicative of a device lock-up condition that could delay, or prevent, defibrillation from being delivered. The customer further advised that there was patient use associated with the reported event; however, no further details were available regarding either the patient or the event.